Event description:
It was reported that during the pre-loaded intraocular lens (iol) implantation, the trailing haptic was stuck underneath the plunger and would not inject into the patient's eye. Surgeon used another instrument to release the haptic which may have broken/damaged the haptic. It was also noted that the cornea may have been damaged. The lens was removed and replaced with a new iol. Account indicated that it was a straightforward cataract surgery with no burn observed during surgery. During post op, it was noticed that there was central cornea epithelium (edema) but no obvious endothelial damage on slit lamp examination. The corneal epithelium was very slow to heal which is unusual for normal epithelial defect. It was approximately 10 days to 2 weeks for 3 x 10mm epithelial defect to heal. Subsequent imaging of the cornea has not shown gross endothelial damage; however, the patient has been referred to a corneal specialist who indicated that the patient has an irregular corneal astigmatism. No further information was provided.

Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter first name: unknown/not provided, as information was asked but it was not provided. Email address: unknown/not provided, as information was asked but it was not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 21 march 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint handpiece was received with a detached haptic stuck in the cartridge and overridden by the plunger rod. The remainder of the lens was not received. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issues. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue was not confirmed during product evaluation. However, based on the complaint investigation results, the observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.